Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cavotricuspid isthmus ablation procedure to treat paroxysmal atrial fibrillation a blazer prime htd temperature ablation catheter was selected for use. The connection between the catheter handle and shaft broke. The procedure was completed using the same catheter. No patient complications. The device is not expected to be returned for analysis due to disposal.